Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026, the physician observed after the procedure had been completed successfully that the cervical collar detached from the device and remained in the cervical os upon device removal. The procedure had been completed successfully prior to the issue being identified. The physician reported that the patient was slightly over dilated upon arrival and that the cervical collar had been pressed securely against the cervix during the procedure with no issues noted during cavity assessment. The detached cervical collar was removed using tenaculum forceps. No patient injury and no medical intervention reported. No other information is available.